Event description:
It was reported in a literature publication that a (B)(4) study was conducted on 63 patients who underwent balloon kyphoplasty for symptomatic osteoporotic vertebral compression fractures (ovcfs). The patients were compared to an age-matched group of 51 consecutive patients treated conservatively for symptomatic ovcf. All patients treated surgically completed a questionnaire at pre-intervent ion, 6 week follow-up, and at 6 month and 1 year intervals. In the balloon kyphoplasty group the average age of the patients was (B)(6) and most patients were females (n=45). In total, 105 vertebral levels were operated upon, such that balloon kyphoplasty was performed on more than one level in some patients at any one time. Minor leakage of cement was closely observed outside of the vertebral body on three occasions, but had no clinical consequences. The mortality rate in the balloon kyphoplasty group was (B)(4) at 1 year post-ovcf, versus (B)(4) in the conservatively treated controls. A drift to a lower level of social functionality (defined by a lower level of independence) was observed at 1 year in (B)(4) of patients in the balloon kyphoplasty group versus (B)(4) of patients in the conservatively treated groups. A drift to a lower level of independence was noted in (B)(4) of the conservatively treated patients who started at a lower level of functionality versus (B)(4) drift in a similar group who were treated with balloon kyphoplasty. Ten patients were excluded from the study. Of the 53 surgically treated patients, (B)(4) experienced a drift to a lower status 1 year after surgery, including six patients who died during the course of the study. Four patients in the bkp group and three in the control group had subsequent adjacent vertebral fractures during 1-year fu. In the conservatively managed patients a total of 55 conservative patients were compared with the balloon kyphoplasty group. The average age of the patients was (B)(6) with 46 females. Twenty seven patients experienced a drift to a lower status 1 year post-ovcf, including 11 patients who died within 1 year of their fracture. A statistically significant number of patients died within 3 months in the control group compared with the kyphoplasty group. The cause of death was one or more of the following: left ventricular failure with pulmonary oedema, chest infection, and urinary sepsis with renal failure in all patients. The authors conclude that the negative functional drift was statistically significantly lower in bkp patients when compared with non surgical patients.

Manufacturer narrative:
(B)(6). Average age of participants: (B)(6) females: 45, males: 18. (B)(6). (B)(4) - (fracture); (B)(4) - (no device problem. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information.